Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was cardiovascular vegetation reported to be seen on an echocardiogram. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted. The cardiac resynchronization therapy defibrillator (crt-d) and temporary right ventricular (rv) lead were used until the patient received a new crt-d system implant 12 days later. No further patient complications have been reported as a result of this event.